Event description:
It was reported that the caller went to recharge the patient's implantable neurostimulator (ins) yesterday, however the controller was blank/unresponsive. They reset the controller and also tried aa batteries in the controller, however the controller was still blank/unresponsive. The ac power supply green light was illuminated when the ac power supply was plugged into an outlet. The caller confirmed that they connected the ac power supply to the controller both with and without the battery pack inserted in the controller, however the controller was still blank/unresponsive. They mentioned that it was hard to remove the battery pack from the controller. The controller displayed that the controller battery was at about 70% and the ins battery was at about 40%, so they went to finish recharging the ins yesterday when it was discovered that the controller was blank/unresponsive.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.